Event description:
The physician reports that the crystalens became damaged when delivering the lens using the amo silver series lens injector system. Delivery was attempted with a backup crystalens, however, this lens was also damaged during delivery. Intervention was performed intraoperatively to enlarge the original incision, remove the damages lens, and suture the incision. A third crystalens was implanted successfully and the pt's prognosis is good. Ref MDR# 2031924-2008-00135.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system. Sutures.